Event description:
It was reported by the customer that the spring wire guide (swg) was inserted without event. However, it was not possible to advance the catheter over the swg. It was noted the catheter stopped in the area of the juncture hub. As a result, the catheter and the swg were removed simultaneously without event. A new kit was opened and inserted successfully. There were no patient complications reported.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: received one 0.877mm x 60 cm swg and one 3-lumen 12fr x 16cm central venous catheter. The returned swg and catheter were examined. The swg encountered an obstruction when passed through the distal lumen of the catheter. The catheter junction hub was cross-sectioned in the area of the suture wings. The lumens were partially collapsed and excess hub material was found inside the lumens. The device history records for the catheter were reviewed with no findings relevant to this complaint. The reported complaint of difficulty inserting the swg into the catheter was confirmed through visual inspection and functional testing of the returned sample. Based upon the observations of the cross-sectioned catheter hub, the potential cause was determined to be manufacturing-related. A non-conformance has been initiated to address this issue.